Event description:
Cannot have intercourse without severe pain, so I have not had intercourse for 6 yrs. Have sharp knife like pain in vagina. I have a huge bulge on the left side of vagina. I have terrible itching and foul odor from time to time. Urology dr continues to say every time I have 6 month check up that everything looks good in surgical area. Then why am I in such pain. I had a small leakage of urine now I have accidents where I went thru the depends that I have to wear everyday. I am very, very depressed from all this. Urology dr gave me female hormone jelly and that never helped at all. Diagnosis or reason for use: #1: urinary incontinence. #2: fallen bladder and pelvic floor repair.